Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta mesh system. She has required several hospitalizations & multiple surgeries to correct this. Diagnosis or reason for use: pelvic organ prolapse.